Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The pump supplies were changed. Blood glucose (bg) was over 600 mg/dl and a bolus was delivered to address the high bg. As the pump supplies were changed, a possible cause of the occlusion could not be determined.